Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, there was no indication of a performance issue of the reagent or instrument. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs elecsys result for one patient sample from the cobas 6000 e601 module. The initial result was 36.21 ng/l and was reported outside of the laboratory. The result from a new sample from the patient was 5.54 ng/l. The first sample was repeated and the result was 6 ng/l. The reagent lot number was 41925001 with an expiration date of 31-dec-2020.